Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The endoscope 30 was analyzed and failed a series of movement tests. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope cable was visually inspected and found with a defect near the endoscope housing. A visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The endoscope failed transmittance test. The endoscope was found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations, or broken/missing pieces at the cable proximal end. There was no light in 1 or both hirose fiber cables. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the endoscope and power cycled the system and the image was normal. No site visit was conducted. The system was working properly. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was an error on the camera arm and the video was upside down the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in during the case outside the room to report that earlier they had a universal surgical manipulator (usm) 3 error that the camera was installed on, and the video was upside down. The logs were not available because of power cycle. The customer stated they tried to rotate the camera, it faulted out, and the image was upside down. Then they installed another endoscope and image was upside down. They power cycled the system and the image was normal. The isi technical service engineer (tse) informed the customer that if the image got upside down, remove the endoscope spin it 180 degrees, and hit the instrument clutch to clear arm memory and that would have fixed the image. The customer was continuing on with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.